Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced high blood glucose, hospitalization and ketones. Customer's healthcare provided advised patient to go to the emergency room.